Manufacturer narrative:
(B)(6). No evaluation conducted to date, awaiting receipt of device.(B)(4).

Event description:
It was reported that during an acl reconstruction procedure, the anchor broke when inserting. The anchor was removed from the patient and no additional bone holes were required. A backup device was used to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the screw confirmed the reported complaint of breakage. The screw is cracked in three places emanating from the screw head. The inner spline of the screw is slightly stripped. Dimensional assessment is prohibitive due to the screws condition. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.